Manufacturer narrative:
Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, unusual early degeneration of the 1st valve was noted as valvular aortic insufficiency. The cause of the worsening central aortic regurgitation is unknown; however, it is possible that patient risk factors (mitral valvular regurgitation) and the progression of pre-existing disease processes may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the cause of the worsening central aortic regurgitation is unknown; however, it is possible that patient risk factors (pre-existing severe mitral regurgitation) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through an article, "tavr for early degeneration of first generation sapien valve, the patient received a 23mm 1st generation sapien valve in the aortic position via transapical with "excellent results" and "trace central aortic insufficiency (cai) only". On follow up visit (time frame unknown), the patient was found severe aortic insufficiency. Unusual early degeneration of the 1st valve was noted which may present as valvular aortic insufficiency. In addition, severe mitral regurgitation was noted. The patient was treated with a non-edwards transcatheter heart valve.as reported, original tavr 1st generation valve was well expanded, no paravalvular leak, no endocarditis and no technical issues during original implant.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.